Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. A third party service technician tested volumes and o2 delivery and found no problem with the device.

Event description:
The customer reported the patient could not breathe while using the ltv1200. At this time, there is no information regarding patient harm and remedial action taken by the healthcare facility associated with the reported event.